Manufacturer narrative:
This is a supplemental report to provide additional information. The subject device was not returned to olympus medical systems corp. (Omsc) for evaluation. The manufacturing record was reviewed and found no irregularities. The exact cause of the reported phenomenon could not be conclusively determined. However, there was a possibility that the reported phenomenon was attributed to the detection of failure in the internal circuit. The detection of failure in the internal circuit could have occurred due to the malfunction of the pressure sensor in the main circuit board. The defect of the pressure sensor may have been caused by the followings in the manufacturing process. Oxidation corrosion of the pressure sensor electrode. Foreign matter adhering to the pressure sensor.

Manufacturer narrative:
Since the subject device has been not returned to omsc for the evaluation, the exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed from the user that after a while the subject device was turned on, the indicator on the front panel was disappeared and the subject device made the alarm during the laparoscopic surgery. The user changed to another similar device and completed the procedure. At the incoming inspection for the repair, olympus (B)(4) checked the subject device and could not turn on, but it was not duplicated that the indicator on the front panel was disappeared and the subject device made the alarm. There was no patient injury associated with this report.